Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): a partial lead in segments was returned and analyzed. Analysis revealed the proximal conductor was fractured. Further analysis revealed that the proximal conductor had blood/body fluid (not obstructed) and all insulators were breached (clavicle-rib crush). Additionally, there was a white substance on both the inner and outer insulation. Finally, the lead had flexed due to a clavicle-rib crush.

Event description:
It was reported that the right ventricular lead fractured and was previously capped and replaced. The lead was recently explanted during another procedure. No patient complications have been reported as a result of this event.